Event description:
The nurse reported a posterior capsule tear occurred with an anterior vitrectomy performed. The surgeon noticed the vacuum and aspiration were sporadically functioning, as well as low phaco power. Multiple attempts were made for more info and pt status with no response to date.

Manufacturer narrative:
The company service rep examined the system and did not confirm the problem reported. A phaco handpiece was found to trigger a system message which was not related to the complaint. The system was then tested and met all product specifications. No samples were returned for evaluation. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.